Event description:
It was reported the pump worked fine but was explanted due to difficulty reading the pump with the programmer since implant. Add¿l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).